Event description:
It was reported that the cartridge was leaking from the septum and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer changed supplies to address the issue and insulin delivery was resumed. The customer experienced diabetic ketoacidosis (dka) due to this issue. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated with intravenous fluids of saline and insulin to address the dka. Treatment resolved the issue and there was no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.